Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to high out of range pacing impedances exhibited by this right ventricular (rv) lead. Technical services (ts) was contacted and confirmed that the rv lead pacing impedances were recorded to be greater than 2000 ohms. No adverse patient effects were reported. This rv lead remains in service.